Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("there are bilateral metallic coils embedded in the uterine cornua consistent with essure contraception"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure; migrated through and out of right fallopian tube") and abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and gallbladder operation. Previously administered products included for an unreported indication: efexor from 2004 to (B)(6)2018, mirena from 2008 to 2010, nuva ring from 2007 to 2008 and prozac. On (B)(6)2012, the patient had essure inserted. On (B)(6)2016, 4 years 6 months after insertion and 7 months 11 days after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with surgery (permanent birth control by bilateral occlusion of the fallopian tubes), surgery (robotic hysterectomy, bilateral salpingectomy), surgery (robotic hysterectomy, bilateral salpingectomy) and surgery (underwent a robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, fallopian tube perforation, device dislocation and menorrhagia outcome was unknown, the abdominal pain, menstrual disorder, migraine, alopecia, vaginal discharge, dysmenorrhoea and vaginal haemorrhage had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6)2015, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: fallopian tubes were bilaterally occluded doctor observed four trailing coils within the left uterine cavity and three trailing coils within the right. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there are bilateral metallic coils embedded in the uterine cornua consistent with essure contraception"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure; migrated through and out of right fallopian tube") and abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: nuva ring. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 6 months after insertion and 7 months 11 days after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with surgery (permanent birth control by bilateral occlusion of the fallopian tubes), surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, device dislocation and menorrhagia outcome was unknown, the abdominal pain, menstrual disorder, migraine, alopecia, vaginal discharge, dysmenorrhoea and vaginal haemorrhage had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about april 2015, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded doctor observed four trailing coils within the left uterine cavity and three trailing coils within the right. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, vaginal, menorrhagia & device dislocation , fallopian tube perforation , embedded deive are added. Lot number added. Lab data updated. Historical drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent a robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dyspareunia, migraine, alopecia, vaginal discharge and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2015, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded doctor observed four trailing coils within the left uterine cavity and three trailing coils within the right. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.